Manufacturer narrative:
All of the buttons functioned properly. However, a corroded keypad was found. There was no button error alarm or failed battery test alarm during testing. The unit passed all operating currents tested and it passed the off no power test. The unit had cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a cracked case near the display window corners. (B)(4).

Event description:
The customer called in to report a failed battery test alarm and a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 80 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.